Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose reading of 404 mg/dl. Customer declined troubleshooting for high blood glucose. Nothing further was reported.